Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with an unspecified antibiotics. At the time of this report, the treatment was ongoing. The patient outcome was not reported. Action taken with pd therapy was not reported. Additional information is not available.